Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot #: fpeth rev. 9 and product ID: bi71000529, serial/lot #: 22419 0054 rev.1 h2-3) a manufacturer representative (rep) went to the site to test the imaging system. The pendant was replaced as the buttons on it were not working. The system then performed as intended. Codes: b01, c07, d02 h2-3) the power enclosure assembly was returned to the manufacturer for evaluation. After visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the power enclosure assembly was electrically overstressed and faulty. Codes: b01, c02, d02 h2-3) the pendant was returned to the manufacturer for evaluation. After functional testing, performance testing, and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the pendant had mechanical failure as the pendant keys were worn and needed excessive pressure to be applied to function. The pendant laminate was starting to lift and bubble around the keys. The pendant was worn. Codes: b01, c07, d02 h2) please see the additional codes section for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for procedure. It was reported that the system was moving on it's own upon bootup. There was no further details provided. There was no patient present during the event.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860r. Product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section e. For updated initial reporter information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The movement seen was with the gantry.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.